Event description:
The customer reported that an m540 went black and had a continuous alarm tone on (B)(6) 2024 at 11:11 while on a patient. The device was immediately removed from user and swapped with another working monitor. No details regarding the patient condition or treatment were provided. No adverse patient impact or death was reported.

Manufacturer narrative:
Draeger evaluated the m540 monitor, according to the service records the device began to switch itself off again immediately after being turned on indicating the device could then not be placed into use for patient monitoring. The issue was traced to the pcb main board which was replaced to resolve the reported issue. The logs were requested however, the device had already been sent to lubeck for repair and the logs were not available for analysis. The exact root cause for the pcb main board failure is unknown. According to the instructions for use (IFU) maintenance on the device should be performed every 2 years. Service records indicate that this device was delivered to the customer on 09feb2023, showing it was not due for preventative maintenance at the time of the event however, the manufacturer's warranty had already expired on 09april2024. The customer was given a replacement in lieu of the repaired device. The device was visually inspected and tested per all manufacturer's specifications on 09jan2025.

Event description:
The customer reported that an m540 went black and had a continuous alarm tone on (B)(6) 2024 at 11:11 while on a patient. The device was immediately removed from user and swapped with another working monitor. No details regarding the patient condition or treatment were provided. No adverse patient impact or death was reported.

Manufacturer narrative:
This device was sent in for repair however, the error the customer stated could not be reproduced after the device passed an endurance test, and the device was sent back to the customer. The device was returned to the repair center again in december when it was reported that the m540 was exhibiting similar behavior when they were setting up the device and there was no patient involvement. This time the error was observed at the repair center, when it was noticed that the device would switch itself off again immediately after being turned on. This issue was resolved by replacing the mainboard pcb and the device was returned to the customer after the final quality check of all device functions and specifications. The field failure rate of the board is being monitored continuously and is deemed acceptable.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
The customer reported that an m540 went black and had a continuous alarm tone on (B)(6) 2024 at 11:11 while on a patient. The device was immediately removed from user and swapped with another working monitor. No details regarding the patient condition or treatment were provided. No adverse patient impact or death was reported.